Event description:
Reported via clinical study, it was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 24mm watchman flx pro laa closure device was implanted on (B)(6) 2025. During the procedure, the patient was found to have a pericardial effusion, which required no intervention. The event was resolved on the same day.